Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch, received with corroded electronic assemblies and corroded battery tube. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to motor anomaly. No blank display with button press noted. The insulin pump had cracked case at the display window corners and lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 538 mg/dl. Customer was advised to insert new aaa alkaline battery and the pump came back but still he is having issues. Customer was advised to remove battery for 10 minutes and clean the batter cap contact and display did not return. Customer was advised to run self-test but unable to run due to pump turning off when press the buttons. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 538 mg/dl. The customer was not treated yet.